Event description:
It was reported by maude event report# mw5023575 that during an unknown procedure, posterior relative staple line had completely disrupted, not repairable. The patient had to be hospitalized.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.